Event description:
During the use of a 6f jr4 vista brite tip catheter, the guide clotted off and had to be taken out of the patient¿s body. New guide catheter was used. No harm to the patient was done. The vista brite tip was flushed and working properly. No kink was seen in the catheter and it is still intact.

Manufacturer narrative:
Complaint conclusion: information provided by a sales representative indicated that a 6fr jr4 vista brite tip guide clotted off while in the patient during treatment for a st elevation myocardial infarction. The guide flushed and worked properly during prep. During case, guide clotted off and needed to be taken out of body. A new guide used. The customer would like you to investigate if this was only a clotting issue. No harm was to patient and replacement is not necessary. No kink was seen in the catheter and it is still intact. Lot number is not available. No additional information is available; however the customer returned a diagnostic catheter for evaluation, not a guide catheter. Fal: a non sterile diagnostic catheter f6 .038¿ 100 cm was received for analysis coiled inside a plastic bag. The catheter was received along with a non sterile unknown guide wire. Per visual analysis, no anomalies were observed either on the received unknown wire or on the dx catheter. According to the complaint¿s summary, a clotting issue was encountered during the use of catheter; it is stated that the guide clotted off and had to be taken out of the patient¿s body. In addition to visual analysis performed, a functional analysis was conducted with the received guide wire; a lab sample syringe filled with water was attached to the hub of the diagnostic catheter and successfully flushed. Then, the provided guide wire was introduced into the catheter and no resistance was felt or experienced. The sterile lot numbers for the guide catheter and the returned diagnostic catheter are unknown therefore a device history report review could not be performed. The reported customer complaint of guide catheter ¿clotted¿ could not be confirmed or evaluated as the returned device was not the device mentioned in the complaint. There were no issues identified with the device that was returned. The recommended procedure in the IFU indicates that a continuous heparinized saline flush be set up and maintained between the guiding catheter and any intraluminal device that is passed through it. With the limited information provided and without the return of the actual complaint product it is not possible to determine what factors may have contributed to the reported event. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.